Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device power up properly after battery installation. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had polarized effect on screen that made it hard to read and see what¿s on the insulin pump. The customer¿s blood glucose level was unknown. Customer also reported random or unexplained no delivery alarms. The device will not be returned for analysis.